Event description:
Boston scientific received information that this patient was seen in the emergency room due to multiple shocks. A field representative performed a device evaluation and after discussion with boston scientific technical services (ts), it was suspected that the shocks were inappropriate and due to t-wave oversensing; with some episodes therapy was exhausted. Lead impedances were stable and no noise was noted on the lead. The device was reprogrammed to monitor only, and the plan was to keep leave it off until the patient's electrolyte and kidney function stabilized. However, the patient was adamant that he did not want it turned back on. According to a physicians assistant at the hospital, the patient has a do not resuscitate (dnr) order and has surgery scheduled to remove the device in the upcoming weeks. At this time, evidence suggests the device remains in service, but programmed to monitor only. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.